Manufacturer narrative:
The device remains implanted. Images were provided, and an imaging evaluation was performed. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The imaging evaluation stated the following: approximately 13mm distal to the flow divider the diameter within the ipsilateral limb is ~7mm. There is no evidence of claudication within or distal to the implanted ipsilateral limb. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, claudication (e .g ., buttock, lower limb).

Event description:
On (B)(6) 2019 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2020 the physician provided films for evaluation. The date of imaging was (B)(6) 2020. It was reported that the patient had claudication in one leg. Information regarding the amount of blood flow through the patient's limb and implanted device was unavailable. The physician reported that the films appeared to show a kink in the gore® excluder® aaa trunk-ipsilateral leg component along the ipsilateral limb. The ipsilateral limb was reported to be located on the patient's right side. It was also reported that the ipsilateral limb appeared to be on the inner curve, and did not appear to have radial force to keep it open. It was suspected that the issue was related to patient anatomy as it reportedly appeared that the device kink may have been caused by aortic remodeling after the initial procedure. No intervention has been scheduled. The patient will be monitored.

Event description:
It was initially reported that the ipsilateral limb of the gore® excluder® aaa trunk-ipsilateral leg component appeared to be on the inner curve, and did not appear to have radial force to keep it open. This was further clarified by the field sales associate (fsa) that there appeared to be a flow limiting kink on the inner curve of the ipsilateral limb. The fsa further reported that there was no calcification at the site that would cause the kink. An intervention was performed on (B)(6) 2020, to reline the ipsilateral limb in the area of the device kink. An 11mmx29mm gore® viabahn® vbx balloon expandable endoprosthesis was placed in the location of the kink. The kink was successfully treated. There were no blood flow issues noted through the limb. The patient tolerated the intervention.

Manufacturer narrative:
B.5. Event description added. H.6. Conclusion codes remain unchanged.